Event description:
It was reported only 1/2 of a row of staples fired from the device during an unknown procedure. A new reload was pulled to complete the case. There was no consequence to the patient.